Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 349 mg/dl after a meal and a supply change while using the ilet, with glucose subsequently decreasing during the call, suggesting insulin delivery through the infusion set was functioning. Symptoms included no reported acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device alarms and no functional evidence of infusion set failure, with the event attributed to postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.